Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwdriver did not fit into the head of the screws during a procedure. There was a ten to fifteen minute delay in the procedure while a new screwdriver and screws were opened. There was no harm to the patient. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports were generated during production. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part 212.818 lot 8872506 were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.